Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the online obituary indicated, the patient died approximately seven months post implant of the ipg. The cause of death is unknown.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: 5076-45, implanted: (B)(6) 2012; product ID: 5076-52, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.